Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 322-411 mg/dl. Multiple system checks were performed with tandem technical support and the occlusions were found to be within the cartridges. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.